Event description:
It was reported that when patient presented in clinic for a scheduled follow up, upon device interrogation device battery longevity data anomaly issue and device back up vvi reset mode was observed on the device. In (B)(6) 2017 the longevity was calculated to be 1.25 ¿ 2.5 years remaining. It was recommended not to perform further device interrogation due to the possibility of losing pacing. There was no allegation of premature battery depletion. Patient is dependent on his device and was asymptomatic. Device was explanted and a new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
The reported field event of back up operation was confirmed in the laboratory and was due to a code corruption from an undetermined source. The device was programmed to normal settings and no anomalies were found. The reported field event of battery longevity was not confirmed in the laboratory. A longevity calculation was performed and was found to exceed the longevity however this is considered normal battery depletion. The device was tested on the bench and no anomalies were found.